Manufacturer narrative:
One used list# 886-42584-05, transpac¿ IV monitoring kit, disposable transducer, 3ml squeeze flush device, macrodrip. Lot# 4975464 was received for evaluation. A photo sample was also provided by the customer. The reported complaint of tubing disconnection/separation was confirmed on the returned set. An image was provided by the customer showing the area of the defect. During visual inspection, the 48" pressure tubing was found separated from the female luer. The tubing pocket appears to have sufficient uv adhesive present. The probable cause of the separation is unknown. A device history review of lot# 4975464 and relevant commodities were reviewed, and no non-conformances were found that would have contributed to the reported complaint.

Manufacturer narrative:
The device was been returned for evaluation, however, investigation is not yet complete.

Event description:
The device involved a transpac IV monitoring kit in which the tubing was found to be disconnected from the 3-way stopcock. The transpac kit was replaced with a new one and set up was completed. The event was noted during preparation of normal saline. There were no other physical defects observed. There was no patient involvement, and no harm was reported as a consequence of this event. No other information is available.